Event description:
Reporter alleged obtained a result of 69 mg/dl on the advantage system while experiencing hypoglycemic symptoms. Reporter stated that she began eating to treat herself and then tested again, and within 10 minutes on the same system, she obtained a result of 528 mg/dl and 119 mg/dl back to back. She reported that she continued eating her dinner. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.